Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that e224 errors have occurred due to cable failure. It was noted that e224 errors are errors caused by poor communication between the camera head and the processors. Therefore, it was determined that the cable failure caused a communication failure and that the image was not displayed temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received confirming that the intended procedure was therapeutic. According to the initial reporter, another camera was used to complete the procedure without any patient harm reported. The event date was confirmed as 14nov2022.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.